Manufacturer narrative:
Service was dispatched on (B)(4) 2011. The field service engineer (fse) inspected all hardware on the instrument. No instrument issues were noted. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
The customer reported that on (B)(6) a lower than expected free total thyroxine (frt4) result below the normal reference range was generated on the unicel dxc 600i synchron access clinical system for one patient sample. The results was reported out of the laboratory, however there was no report of death, serious injury or modification to patient treatment as a result of this event. The results were questioned by the physician. Subsequent testing of the patient sample on (B)(6) 2011 on the same instrument produced a higher result within the normal reference range that better matched the patient's clinical presentation and was considered valid. Quality control (qc) results were performing within customer established ranges at the time of the event and the system check performed prior to the event yielded acceptable results.